Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the ventricular leadless pacemaker exhibited low pacing impedance and poor sensing. Its helix was noted to have sprung. The device was replaced, and the same issue occurred with the second leadless pacemaker. It was replaced again, and a third leadless pacemaker was ultimately implanted successfully. The patient was stable.